Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. As reported, the treatment was witnessed by staff at a skilled nursing facility. A nurse reported the patient was awake sitting in a wheelchair at the time of treatment. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital for evaluation. It was reported by a nurse practitioner (np) at the hospital that the patient received a treatment this morning because the response buttons were broken, and the patient was unable to press them. According to the np the patient was flung across the room when treated and cut their head. A follow up call to inquire as to the status of the cut to the patient's head was performed the day after treatment. A nurse at the skilled nursing facility advised that they did not understand what the caller was talking about and indicated they went into the room with the patient. The nurse asked the patient if they had a cut to their head from the lifevest treatment and the caller heard the patient say no. The nurse then reported looking at the patient's head and all over and said there were no cuts or injuries to patient. The patient has ended use of the lifevest.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and are being forwarded to the manufacturer for evaluation. The evaluations have not been completed at this time.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon evaluation, the response button covers were missing and the switch was contaminated. The cause of the difficultly to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor. The monitor and electrode belt were returned to the distributor and are being forwarded to the manufacturer for evaluation. The evaluations have not been completed at this time.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. As reported, the treatment was witnessed by staff at a skilled nursing facility. A nurse reported the patient was awake sitting in a wheelchair at the time of treatment. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital for evaluation. It was reported by a nurse practitioner (np) at the hospital that the patient received a treatment this morning because the response buttons were broken, and the patient was unable to press them. According to the np the patient was flung across the room when treated and cut their head. A follow up call to inquire as to the status of the cut to the patient's head was performed the day after treatment. A nurse at the skilled nursing facility advised that they did not understand what the caller was talking about and indicated they went into the room with the patient. The nurse asked the patient if they had a cut to their head from the lifevest treatment and the caller heard the patient say no. The nurse then reported looking at the patient's head and all over and said there were no cuts or injuries to patient. The patient has ended use of the lifevest.